Manufacturer narrative:
This report is being filed on an international product, list number 8p13 has a similar product distributed in the us, list number 04z21. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely elevated alinity I stat high sensitive troponin-I result for 1 patient on (B)(6) 2023 and provided the following data (customer reference for female is (13.8 - 17.5 pg/ml) and male is (28.9 - 39.2 pg/ml)): sample ID (B)(6) ¿ initial result was 594.0 pg/ml, repeat result on another method was negative (no objective value was provided). There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation for a falsely decreased result of alinity I stat high sensitive troponin-I reagent lot number 45695ud00 included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and field data review. Return testing was not completed as returns were not available. Ticket search by lot 45695ud00 indicates that the reagent lot performs as expected for this product. Ticket and trending review did not identify any trends regarding commonalities for lot numbers and the issue. Device history record review did not identify any related non-conformances or deviations for the associated reagent lot number 45695ud00 and complaint issue. The overall performance of the alinity I stat high sensitive troponin-I reagents were reviewed using field data from customers worldwide. Review shows that the median patient results for the reagent lot number 45695ud00 are within the established limits, which is comparable to historical lots in the field, indicating the reagent lot performed acceptably on market. A labeling reviewed determined product labeling provides adequate information regarding the issue the customer described. Based on the investigation, no systemic issue or deficiency with the alinity I stat high sensitive troponin-I reagent lot number 45695ud00 was identified.

Manufacturer narrative:
The complaint investigation for a falsely elevated result of alinity I stat high sensitive troponin-I reagent lot number 45695ud00 included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and field data review. Return testing was not completed as returns were not available. Ticket search by lot 45695ud00 indicates that the reagent lot performs as expected for this product. Ticket and trending review did not identify any trends regarding commonalities for lot numbers and the issue. Device history record review did not identify any related non-conformances or deviations for the associated reagent lot number 45695ud00 and complaint issue. The overall performance of the alinity I stat high sensitive troponin-I reagents were reviewed using field data from customers worldwide. Review shows that the median patient results for the reagent lot number 45695ud00 are within the established limits, which is comparable to historical lots in the field, indicating the reagent lot performed acceptably on market. A labeling reviewed determined product labeling provides adequate information regarding the issue the customer described. Based on the investigation, no systemic issue or deficiency with the alinity I stat high sensitive troponin-I reagent lot number 45695ud00 was identified. Section h10 was updated to correct the wording of falsely decreased to falsely elevated.